Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load multiple cartridges. Reportedly, the cartridges were filled with 300 units of insulin. The customer's blood glucose level was 125 mg/dl. As the customer did not have additional supplies available, the customer confirmed manual injections would be used for diabetes management.